Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the patient cable was broken and intermittent. (B)(4).

Event description:
It was reported the EKG (electrocardiogram) monitor showed the pacing rate which was not the same as that shown on the temporary pacemaker. It was also reported the ventricular cable couldn't work appropriately due to poor contact with the temporary pacemaker. The temporary pacemaker and cable were returned for analysis. No patient complications have been reported as a result of this event.